Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported connection issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette became disconnected from the supply bag. This event occurred during fill cycle three of five of peritoneal dialysis therapy while the patient was connected. The caregiver stated that there was no alarm. The technical service representative assisted the caregiver in ending therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.